Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. During visual inspection, found broken trace from u1 to the flex fingers and corrosion at the traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a stuck button alarm and indicated scratches on the keypad. Blood glucose level at the time of the incident was not provided. Customer stated they did not press a button down for 3 minutes or longer. The device was no exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.